Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A nurse reported a loose connection with minimum blood loss. The blood loss was too small to estimate. No medical intervention was required.